Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming occurred, however, additional episodes of post paced t wave oversensing were observed. Additional reprogramming is anticipated but has not yet been performed. The patient was stable.